Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2016 with the following findings: a review of the pump black box revealed consecutive cs 054,052,012 service alarms. A cs 69 alarm was reproduced during the rewind. The original cs 012 complaint was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found on the printed circuit board or to the continuous glucose monitor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 012 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.